Manufacturer narrative:
Preliminary results and conclusion of manufacturer's investigation: based on the first information available, the report described the detachment of the cannula of the needle part of ultra safety plus twist device from the syringe. A detachment from the cannula hub could be due to a quality defect such as glue deficiency. However, given the paucity of information on the incident, this could be a cannula breakage at the hub, which could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection. Quality defect is also to consider (quality investigation are pending). Based on the preliminary analysis, pending quality investigation, no CAPA is required. Preliminary results and conclusion of manufacturer's investigation: based on the first information available, the report described the detachment of the cannula of the needle part of ultra safety plus twist device from the syringe. A detachment from the cannula hub could be due to a quality defect such as glue deficiency. However, given the paucity of information on the incident, this could be a cannula breakage at the hub, which could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection. Qualit investigation did not identify product defect. No root cause could be determined. No seriousness criteria was reported in this case report. In any other circumstances there is no reasonable probability that this type of incident could lead to death or serious deterioration in state of health. Based on all incident reports registered in septodont global safety database with this medical device, none reported death or serious deterioration in state of health. The use of the device is safe under the recommended conditions of use. The notice details the procedure to assemble the system with detailed illustration. Based on similar incidents, the misuse of the device could be a causative factor for the incident : multiple cartridges used, excessive pressure, incorrect locking of the system, use of an incompatible handle contrary to specific instructions listed in the notice. The residual risk is judged acceptable. Based on the first information available, no definitive root cause could be determined. Quality investigation did not identify any product defect. No CAPA is required.

Event description:
Autority report, from united kingdom ref: (B)(4). Local reference: (B)(4). Quality complaint was opened: references (B)(4). Initial serious case report received on 05-jul-2021 from a dentist by email and follow-up #1 received on 20-jul-2021 from the dentist by mail. Follow-up 2 was received from quality department. Course of events: the report described a material separation of the suspected medical device ultra safety plus twist during local anesthetic injection in an unidentified patient (no age or gender), leading to the needle embedding into the patient's mouth on (B)(6) 2021. It was specified that the clinician felt the syringe part was stiff while injecting local anesthetic but nothing looked to be out of the ordinary. Upon removal, the needle detached from the syringe and remained embedded in the patient's mouth. The needle was safety removed and no injury occurred to the patient or staff members involved. No information was provided on the dental procedure performed, the number of injection, if an extreme pressure was applied or if there was a sudden movement of patient during the procedure. Following this incident, any safety plus twist needles were removed from around the centre with that lot number and quarantined until further notice. Other information on product: model 343s, size 0.30x25mm. Batch number #f51730aa, expiry date: 31-dec-2025. Quality investigation was performed: the practitioner didn't returned samples to sofic and did not respond to the questions. Consequently, tests performed during this investigation was done on injection device from sofic sample box. No deficiency was observed during tests performed due to this complaint (glue point present and resistance over 22n). Moreover, 100% traction test performed on assembly line needles permits to discard injection device potentially impacted during the glue distribution dysfunction. At the time of this report, the outcome was unknown. Fu#1 : the suspected device was returned to the distributor. The dentist also informed that he had reported the incident to mhra. Fu#2: quality investigation report. Manufacturer's preliminary comments: based on the first information available, the report described the detachment of the cannula of the needle part of ultra safety plus twist device from the syringe. A detachment from the cannula hub could be due to a quality defect such as glue deficiency. However, given the paucity of information on the incident, this could be a cannula breakage at the hub, which could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection. Quality defect is also to consider (quality investigation are pending). Based on the preliminary analysis, pending quality investigation, no CAPA is required. Manufacturer's final comments: based on the first information available, the report described the detachment of the cannula of the needle part of ultra safety plus twist device from the syringe. A detachment from the cannula hub could be due to a quality defect such as glue deficiency. However, given the paucity of information on the incident, this could be a cannula breakage at the hub, which could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection. Quality investigation did not identify product defect. No root cause could be determined. The notice details the procedure to assemble the system with detailed illustration. Based on similar incidents, the misuse of the device could be a causative factor for the incident : multiple cartridges used, excessive pressure, incorrect locking of the system, use of an incompatible handle contrary to specific instructions listed in the notice. The residual risk is judged acceptable. Based on the first information available, no definitive root cause could be determined. Quality investigation did not identify any product defect. No CAPA is required. Sender's comments causality assessment on (B)(6) 2021 by qw, on initial information received on 05-jul-2021. Re-assessment on 29-jul-2021 by qw on additional information received on 20-jul-2021: re-assessment on xx by xx on additional information received on 22-dec-2021: a. Seriousness: serious (required intervention to prevent permanent impairment/damage (devices). B. Expectedness: needle issue: unexpected gb. Embedded device: unexpected gb. C. Causality: a) latency - compatible. B) recognized association - no. C) analysis - based on the first information available, the report described the detachment of the cannula of the needle part of ultra safety plus twist device from the syringe. A detachment from the cannula hub could be due to a quality defect such as glue deficiency. However, given the paucity of information on the incident, this could be a cannula breakage at the hub, which could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection. Therefore, pending quality investigations and/or additional information, no root cause could be determined. D) dechallenge - n/a. E) rechallenge - n/a. Concluded causality who: not assessable. Fu#1 - no change in causality assessment.